Manufacturer narrative:
For regularization - retrospective review / FDA request. These batches of screws present no manufacturing defect : everything conforms to specifications. There is no other complaint concerning the two batch numbers. As the screws were not returned, an expertise could not be conducted to explain the damage origin. But according to the analysis of the elements in our possession, the quality of the products is not questioned. No corrective action implemented. File closed.

Event description:
Fnc (B)(4) - for regularization - retrospective review / FDA request. "After opening the packaging of the screws, both appeared damaged and not usable. The event happened before the surgery." 1st screw : ref. 905256 - lot 160509 - manufacturing date : feb. 22, 2016 - expiration date : feb. 22, 2019. 2nd screw : ref. 905257 - lot 160245 - manufacturing date : feb. 7, 2016 - expiration date : feb. 7, 2019.